Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from (B)(6) 2012 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed pressure calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 10/04/2012 to 11/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed pressure calibration. There was no patient involvement.